Event description:
As early as two months after the implantation of the gastric band, the patient did not have a sense of restriction. About 14 months later, it was believed that the system (i.e., port, catheter and band) was malfunctioning so surgery was performed 30 days later and the port was replaced. At the time there was no visual evidence of a leak, but follow-up exams still showed that the device was losing fluid and patient did not feel restricted. A second surgery was performed about 5 months later and a leak in the band itself was visible. The band was replaced and thereafter the patient experienced restriction. This model of the adjustable gastric band has an expandable cuff that comprises the inner diameter of the band. (It is wrapped around the upper part of a patient's stomach in order to cause a restriction to food passage.) A perpendicular end piece is bonded to the end of the expandable cuff thus making for a closed system from port through tubing to band. Fluid is injected into the port, causing the cuff to expand which then restricts the opening into the stomach. The amount of fluid can be incrementally increased to maintain a sense of restriction as the patient loses weight. If the system is not truly closed and fluid leaks out, then the cuff will not expand, the restriction will not manifest itself and the patient won't lose weight.